Manufacturer narrative:
(B)(4)

Event description:
It was reported that externalized conductors were observed during a device change out procedure. The patient was asymptomatic. The electrical function of the lead was normal. The lead remains implanted. The patient was stable post procedure and will continue to be monitored with routine follow-ups.